Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The sheath introduced into left atrium, guidewire and dilator removed. Aspiration of sheath was performed at this time, without issue. Farawave was inserted into body of sheath and aspiration was performed again, although produced many air bubbles (estimated 2-4cc). Farawave was removed, sheath aspirated with some air, much less than previously. Farawave was readvanced into sheath, with aspiration attempted again. The aspiration from the sheath with the farawave inserted continuously produced air bubbles into 20cc syringe (estimated 2-4cc again). No visual damage was noted on the hemostatic valve. Thus, the faradrive was exchanged for a new one. The procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.